Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis could not confirm the reported clinical allegation and concluded the lead met specification.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead was advanced into an acceptable position. Good sensing measurements were obtained. On x-ray the position appeared appropriate, however no capture was obtained up to 8 volts. Measurements of the cathode in unipolar revealed high out of range impedance measurements; the anode measurement was low out of range. There was concern that there might be a lead integrity issue. A decision was made to not reposition this lead; the lead was removed and replaced with a non-boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.